Manufacturer narrative:
One 10.5f fast-cath trio introducer sheath and adaptor were received for evaluation. The sheath had been bent in multiple locations. The sheath hub separated from the sheath tubing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the sheath detachment and bends is consistent with damage during use.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Following an atrial fibrillation ablation procedure, while removing the sheath from the patient, the trio hub was kinked and detached from the sheath. There was no resistance noted to remove the sheath. The procedure was completed without replacing the sheath. There were no adverse patient consequences.